Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "one branch of the instrument jaws broke off." The instrument was found to have a broken blade. The broken blade measured at 0.654" and was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is attributed to mishandling or misuse of the product.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace curved shears instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2021, confirmed a harmonic ace curved shears (pn# 480275-08 / lot # m90200126 - 0112) was exchanged with another harmonic ace curved shears (pn# 480275-08 / lot # m90200126 - 0177). During this procedure. This is a single-use instrument. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted thymectomy surgical procedure, one of the jaws broke off of the harmonic ace curved shears. The jaw has been retrieved. The procedure was completed with a back-up instrument with no reported injury. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragmented falling into the patient may require surgical intervention. If the issue were to recur, it could cause or contribute to an adverse event. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the harmonic ace curved shears instrument became unusable in the middle of the operation. One branch of the instrument jaws broke off. The branch has been retrieved and sent in a small box with the instrument. The procedure was completed with a back-up instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The instrument was in use about 10 minutes. One blade of the instrument broke and fell inside the patient. The fragment was retrieved using a thoracoscopic overholt. The instrument did not collide with any other instruments. The total operative time was approximately 2 hours. The fragment was removed and returned together with the instrument for review. The procedure was completed using a new harmonic ace curved shears instrument. No post-operative complications were observed to the patient. The patient's health status is good and was already discharged.